Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Lot# unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5 mm drill bit broke during a procedure on (B)(6) 2017. There was no delay in the procedure and no harm to the patient. The surgeon was able to get the drill bit out with no additional medical intervention.